Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Appearance confirmation (visual inspection, microscope): the returned device was 1 advantage. It had been flared at the urethane coated part. It was at approximately 137 mm from the distal end, and the distal side looked torn off. The wire strand had been exposed along approximately 137mm to 274mm from the distal end. It had been abraded along approximately 307mm to 312mm. No anomaly was found in appearance in other parts. Confirmation of the distal end (x-ray fluoroscope): it was confirmed that the distal end of the wire strand was near approximately 250 mm from the ring. It was thought that it had not been fractured. Confirmation of the ring (microscope): no urethane coat remained inside the ring. The outer layer of the ring was confirmed by sem, and it had been abraded. Dimensions: the hydrophilic coat could not be measured due to the flare. The outer diameter of ptfe coat: it met the factory's specifications. No anomaly was found. As a result of the history investigation, no anomaly was found. Past simulation test: after abrading the urethane outer layer of a factory-retained advantage, it was inserted into a factory- retained navicross, and an attempt was made to remove it, the urethane became flared toward the distal end. When the wire was removed with it curved using a metal device, the ptfe coat was found to be peeling. No anomaly was found in the manufacturing history records and dimensions. Also, as one of the possibilities, it was inferred that the actual device came into contact with some hard object and the outer layer of the connection of the flare -proof ring lifted. It was also inferred that the lifted outer layer got caught, leading to the flare toward the distal end when the actual device was operated in that state. However, since the details of the procedure were unknown, it was not possible to determine the cause of the occurrence. Ashitaka factory is committed to maintaining the product quality through the following controls. In the product assembling process, 100% visual inspection is performed to ensure that there is no anomaly such as abrasion in appearance. In the product assembling process, 100% visual inspection is performed to ensure that there is no lift or flare on the outer layer. The instructions for use (IFU) indicates as follows: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy." "Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel."

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: vascular surgeon the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: the wire involved was used with a standard catheter 035 ID. The doctor noted difficulty getting the wire to pass out of the tip of the catheter. They removed the wire; the jacketed portion was disposed of where it should be located. There was no impact to the patient and no fragments broke free. Nothing was left behind in the patient. The glide catheter was not a terumo product and did not contribute to the event. The procedure performed was lle intervention. The blood loss was less than 250cc.